Event description:
Revision surgery performed due to patella implant loosening 3 years post operative. Replaced with another patella implant.

Manufacturer narrative:
Method: device history record was not reviewed because devices were not returned and reference numbers were not referenced. Results: devices were not returned for analysis. Conclusions: root cause could not be determined. This is the initial and final report submitted regarding this surgical event and medical device.